Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1272836) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Note: the date of the medical event is unknown, the event date entered is the date when abbott diabetes care became aware of this medical event.

Event description:
Customer reported that on (B)(6) 2013, he received a reading of 166 mg/dl on his adc blood glucose meter which was higher than he felt. Customer further reported he "fainted at his home when he was given more insulin since meter was not reading correctly". The date and time of the medical event is unknown. Medical survey was not completed because customer declined to continue troubleshooting. It is unknown what, if any, treatment was undertaken either via self or third-party. There was no report of death or permanent injury associated with this event.